Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d2, g3, g6, h1, h2, h3, h6, h10. Proposed code: mechanical (g04)- stem. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is being considered for a right shoulder revision procedure due to the loosening of the ulna component. No revision has been reported to date. No additional patient consequences were reported.

Event description:
It was reported that the patient is being considered for a right shoulder revision procedure due fracture of the ulna component. No revision has been reported to date. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). G2: foreign- UK. D10: cat# 32810503506, lot# 64631849. Interchangeable humeral assembly for cemented use only small long flange. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.